Manufacturer narrative:
The reported incident does not involve death or serious injury to pt, user or other persons. The spike of the infusion adapter is made of abs plastic (stated in instruction for use). Some drugs or drug solvents are known to compromise the integrity of abs plastic. Investigations performed in relation to previous reports have shown that fractures of the phaseal infusion adapter c100 spike may occur as the result of interaction between the infusion adapter spike, certain drugs and certain IV container ports. A technical bulletin with this info, together with a recommendation to flush the infusion adapter with diluted drug immediately after injection has been issued to all us customers as a result of earlier investigations. The instruction for use has been revised accordingly.

Event description:
Incident reported regarding infusion adapter c100 fracture when prepared in combination with bbraun pab bag containing paclitaxel.